Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition; two partially formed clips and one conforming clips were found jammed in the jaws; the clips were removed in order to test the device. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one unformed clip was fed due to the antibackup feature was non-functional and then, the remaining four clips were properly fed and formed. Finally, the device did not locked out as intended due to the anti-backup damage. The instrument was disassembled and the ratchet pawl was found damaged, causing a partially formed clip, the anti-backup and lockout failure. The damage to the ratchet pawl is consistent with the damage caused by forcing the trigger open once the anti-backup has engaged. However, no definitive conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure there was clip failure. The clips didn't close properly during firing. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.